Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that during preparation, the mandrel was removed, and it was noted that the stent was not on the balloon. It was still on the mandrel. No additional event or patient information is available.